Manufacturer narrative:
Device was used for treatment, not diagnosis. Unknown when non-union occurred. (B)(4). Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by a sale consultant that a proximal humeral plate was removed due to non-union and replaced with a multi lock humeral nail. The sales consultant said that 1 screw was left in the patient and didn't have any effect on the replacement of multi lock humeral nail procedure. The procedure was successfully complete with no patient harm. This report is 1 of 2 for com-(B)(4).